Manufacturer narrative:
It was reported that the air compressor was not draining into the drainage bottle. There was no patient harm. The drainage valve was replaced and returned for investigation. A visual inspection of the returned drainage valve showed no anomalies. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator. Simulated use test ventilation with compressor delivered air ran for 3 days without deficiencies. The valve was activated approximately every 30 second as specified and no alarm was raised. After three days, around 10 millimeters of water was collected in the drainage bottle. No malfunction was found. Note. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. Note. A probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. Moisture in the supplied air may for example damage several components inside the ventilator air gas module which would lead to failures in pre-use check and may affect the air gas flow regulation during ventilation and lead to the generation of alarms such as high pressure alarms, low or high oxygen concentration alarms and low or high expiratory minute volume alarms. Ensure that requirements for operational conditions are met for used equipment. Refer to technical data in the user's manual.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor's drainage valve malfunctioned. There was no patient harm. Manufacturer ref.#: (B)(4).